Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "low-battery" after a week of changing the batteries. The customer's blood glucose level was 5.3 mmol/l at the time of the incident. Customer report that the plastic ring at the top of the reservoir compartment has detached. Customer confirmed the pump may have been bumped during sporting activity. The customer was advised to monitor the insulin pump and to call back if the issue continues.